Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the failure to cross and stent dislodgment appear to be due to case circumstances and/or user related. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It was reported that the lesion site was not pre-dilated prior to advancing the omnilink elite. It should be noted that the omnilink elite instruction for use (IFU) states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture. Additionally, the IFU states: do not attempt to pull an unexpanded stent back through the introducer sheath; dislodgement of the stent from the balloon may occur. In this case, during the failed attempt to cross, it is likely that the stent was compromised or loosened on the balloon and when the delivery system was being retracted, the loose stent interacted with the sheath and dislodged. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a long staged lesion in the left superficial femoral artery. The lesion was not pre-dilated. The 8.0x39mm omnilink elite 35 stent delivery system (sds) was advanced, but could not cross the aorto-iliac bifurcation due to challenging anatomy. The 8.0x39mm omnilink elite 35 sds was removed without resistance. A non-abbott 7fr short sheath introducer was placed, and the same 8.0x39mm omnilink elite 35 sds was re-inserted into the patient anatomy and advanced; however, it still could not cross the aorto-iliac bifurcation due to challenging anatomy. During removal of the 8.0x39mm omnilink elite 35 sds no resistance was noted; however, the stent dislodged from the balloon. An unspecified balloon was advanced and inflated at low pressure and a 10mm lasso was placed, which easily caught the proximal end of the 8.0x39mm omnilink elite 35 stent. Despite several attempts, the 8.0x39mm omnilink elite 35 stent could not be extracted from the patient anatomy. The 8.0x39mm omnilink elite 35 stent remained in the right common femoral artery. There was a clinically significant delay in the procedure as the patient was transferred to another hospital, where the stent was extracted surgically. Eight days later the patient remained in the hospital in good condition. No additional information was provided.